Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error occurred when attempting to synchronize the station. A technical support specialist obtained permission to access the station and confirmed that all services were running, checked the station's c and d drives and verified they had sufficient available space. A manual recovery process was required, followed knowledge article (ka) - manual recovery required - datasyncinvaliduploadchangetrackingvalue. After restarting the datasync services, a retry error occurred, then followed knowledge article (ka) - retry mode: insert into tx.transactionsession to resolve the retry error, and the issue was successfully fixed. The station subsequently uploaded 0 changes for the change tracking range without further errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the synchronization was attempted, the system immediately generated an error. The customer verified and confirmed the network stability, which was operating correctly and the firewall was also checked and was found to be disabled. Additionally, all related services were confirmed to be running and functioning properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.